Manufacturer narrative:
This is one of two products involved with the reported event and the associated manufacturer report number is 3004939290-2022-02565. The product was not returned for analysis. Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
While using two mynxgrip vascular closure device, the balloon burst. The patient was not injured. Manual compression was used to achieve hemostasis. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no scar tissue present in the vicinity of the puncture site. A competitor's 6fr sheath was in place in the common femoral. A retrograde approach was used. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle 30-45 degrees of the vascular sheath introducer. There was no difficulty connecting the sheath and the mynxgrip. The balloon lose pressure upon inflation, at the second stop. Both the vcd and sheath was removed and manual compression was used to achieve hemostasis. There was no visible damage in distal end of the sheath after removal. Both vcd's were discarded and is not available for analysis.

Manufacturer narrative:
This is one of 2 products involved with the reported event and the associated manufacturer report number is 3004939290-2022-02565. While using two mynxgrip vascular closure devices, the balloon burst. The patient was not injured. Manual compression was used to achieve hemostasis. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no scar tissue present in the vicinity of the puncture site. A competitor's 6fr sheath was in place in the common femoral. A retrograde approach was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no difficulty connecting the sheath and the mynxgrip. The balloon lose pressure upon inflation, at the second stop. Both the vcd and sheath was removed and manual compression was used to achieve hemostasis. There was no visible damage in distal end of the sheath after removal. The product was not returned for analysis. A product history record (phr) review of lot f2207501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the products were not returned for analysis. The exact cause of the reported events could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported events. Vessel characteristics may have contributed to the reported events. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the information available suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.